Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer called customer support and stated that a sample probe aspiration alarm was displayed on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The customer support agent instructed the customer to clean the sample probe and restart the analyzer, and to check whether an alarm displayed again. The customer called back to state they obtained questionable results for elecsys probnpii immunoassay and the elecsys ft4 ii assay (ft4) assay when testing using different analyzers. Of the three patient samples involved in the event, the ft4 results for two samples were determined to be reportable as a malfunction. No error messages occurred with the results. No results were released outside the laboratory. All results are in units of ng/dl. Patient a: the initial result was <0.02. The sample was repeated on another module (serial number (B)(4)) with a result of 0.94. Patient b: the initial result was <0.02. The sample was repeated on another module (serial number (B)(4)) with a result of 1.36. The customer support agent asked the customer to repeat the samples on a different module. The customer repeated the samples and confirmed the results were "equivalent to the retest value." The results are provided below: patient a: the repeat result on a third module (serial number (B)(4)) was 0.94. Patient b: the repeat result on a third module (serial number (B)(4)) was 1.32. There was no allegation that an adverse event occurred. The ft4 reagent lot number and expiration date were requested but not provided. The field service representative checked the instrument and found no issues. He thought that the issue may be the sample pipetter. He exchanged unspecified parts in the sample pipetter and confirmed operation. There were no issues after service and the instrument performed to specifications. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. A typical root cause for non-reproducible discrepant low results are sample pipetting or pre-analytical issues. The alarm described by the customer indicates unstable liquid level detection signal during pipetting, which is typically caused by bubbles in the sample, incorrect sample tube alignment, or sample pipetter issues. In addition, the analyzer is over 10 years old.